Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) after being implanted for approximately three years. It was noted that no therapy had been delivered by the s-ICD during the time it was implanted, thus premature battery depletion was suspected. A revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) after being implanted for approximately three years. It was noted that no therapy had been delivered by the s-ICD during the time it was implanted, thus premature battery depletion was suspected. A revision procedure was performed where the device was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.